Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -14.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. It was reported that the surgeon accidentally implanted an icl intended for the left eye; into the patient's right eye. On (B)(6) 2022 the lens was exchanged with a same length/model/power lens and the problem was resolved. The cause of the event was reported as user error and the device did not fail to perform as intended.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -14.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. It was reported that the surgeon accidentally implanted an icl intended for the right eye; into the patient's left eye. On (B)(6) 2022 the lens was exchanged with a same length but different power/model lens and the problem was resolved. The cause of the event was reported as user error and the device did not fail to perform as intended. Claim#: (B)(4).